Manufacturer narrative:
Failure event observed during analysis. Final analysis found that hv output transistors were damaged.

Event description:
This report is to advise of an event observed during analysis.